Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.

Event description:
Healthcare professional reported via sales representative "devices that looked burnt when opening the package". Sales representative later reported "couldn¿t even open the implants since the white tear sheet was sealed onto the bowl". This record is for unknown side. Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ tyvek or thermoform sticking: observed yellow lid. ¿ device appearance: not observed. Observed the lid color yellow. ¿ broken device: not observed. As per the investigation procedure, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported via sales representative unknown side "devices that looked burnt when opening the package". Sales representative later reported "couldn¿t even open the implants since the white tear sheet was sealed onto the bowl". Device was not implanted.

Event description:
Healthcare professional reported via sales representative "devices that looked burnt when opening the package". Sales representative later reported "couldn¿t even open the implants since the white tear sheet was sealed onto the bowl". This record is for unknown side. Device was not implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ tyvek or thermoform sticking/ device appearance/ broken device- patient contact unknown: observed yellow spot on the surface of the lid. No further actions are required since no issue in the manufacturing of the device is observed.